Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the primary alarm had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a primary alarm failure. The rse confirmed the reported issue and found the error, "primary alarm failed", logged. The rse advised the customer if the software revision 2.30 is installed then it will identify the issue related to the power speaker or motor speaker. The rse then provided the customer with the part number for the speaker assembly. Investigation is ongoing.